Event description:
This report is given as representative of a number of broken PICC lines. Descriptions from separate reports include: during dressing change, PICC line noted to be leaking at connection between line and reinforcement tubing (purple part); line was broken between purple piece of catheter and white piece of catheter; 26g l-cath PICC found with leaking of tpn under dressing. Upon inspection, it appeared to be leaking from catheter near the purple reinforcement; patient's right arm PICC dressing and site assessment at 0900 revealed that the dressing was not occlusive and intralipids were visible under dressing and right arm was moist. PICC rn was notified and PICC dressing was removed per protocol and line patency was assessed. It was then determined that there was a leak at the site of the connection between the hub of the catheter and catheter itself. There was no apparent trauma to the right arm or disruption of the dressing except for the IV fluid leaking from opening in catheter. There had been no pulling of the catheter hub or dressing prior to the leakage being noted.what was the original intended procedure?IV medication delivery.device #1is this a laboratory device or laboratory test?no.